Event description:
Following a diagnostic procedure, an angio-seal device was placed and hemostasis was successfully achieved. However, twelve hours later as the pt was ambulating he felt a "pop" followed by the onset of an egg sized hematoma. The pt went to the emergency room where hemostasis was achieved with manual pressure. The pt was admitted to the hosp for observation; an ultrasound was performed which was negative for pseudoaneurysm or hematoma. The pt was released with no further sequelae.